Event description:
The customer reported that the system displayed generator workstation failure and communication errors. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The customer charged the ups battery over the weekend. The system was then found to be working as intended and put back into service.